Event description:
As the stent was being delivered to the lesion the first segment deployed from the catheter. The physician used a retrieval device to remove the stent. There was no clinical consequence to the patient.

Manufacturer narrative:
Additional information from the user facility stated that the aneurysm was in the internal carotid artery/posterior communicating artery and the anatomy was moderate to highly tortuous. (B)(4) for the reported event of partial stent premature deployment.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there is no indication that there was any device misuse that contributed to the reported event. Based on the investigation and the information available it was concluded that operational context is the most likely cause of the reported event.

Event description:
As the stent was being delivered to the lesion the first segment deployed from the catheter. The physician used a retrieval device to remove the stent. There was no clinical consequence to the patient.